Event description:
Patient left department to ultrasound with IV fluid running. This rn received call from ultrasound tech. Us tech reported to this rn that blood was noted in IV tubing, and that fluid appeared to be leaking from IV tubing. Us tech reported they had clamped off tubing and were returning patient to ed. Upon arrival in ed, this rn observed blood extending up IV tubing to approximately 14-16" below vent spike, with fluid coating outside of tubing. No fluid or wet spots noted in bed. Both IV bags were noted to be empty. Further inspection showed small tear with hole in IV tubing, approximately 6 inches below 1st luer lock port. Tubing below hole was noted to have blood and fluid in it, with no air bubbles noted below hole. IV flushed and found to be patent. IV tubing was removed and discarded. The tubing model number is not available, but it was reported as baxter tubing. This is being reported due to the increased reports of tubing leaking, despite not having the model number available.